Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy performed on (B)(6), 2010. According to the complainant, after taking a sample, the device was removed from the patient and the brush wire was "torn" near the thumbring. No patient complications were reported as a result of this event. At the completion of the procedure the patient was reported to be good. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; the thumbring cannula was found to be detached from the connecting wire of the brush assembly and could not be actuated.

Manufacturer narrative:
A visual inspection of the returned device found that the thumbring cannula was bent near the distal end of the thumbring. No damage was visible on the working length. A functional evaluation was attempted but the connection between the thumbring cannula and connecting wire felt loose. The device was disassembled and the connecting wire was found to be broken jaggedly at the distal end of the thumbring cannula. The brush was returned extended and could not be actuated in either direction due to the broken wire. During the evaluation the thumbring cannula was found to be detached from the connecting wire of the brush assembly. It appears that during use the connecting wire became bent or kinked and when the device was actuated the wire broke. The most probable root cause is operational context. (B)(4)